Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "last week" from adc awareness date. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the adc device did not start after the blood sample was applied to the test strip. The customer was unable to monitor their blood glucose and experienced symptoms of light-headedness and jitteriness. The customer had contact with a healthcare professional who checked the customer¿s glucose (unspecified result) and administered juice and an unspecified IV was administered for the diagnosis of hyperglycemia. Note; that the treatment of juice is inconsistent with the diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported the adc device did not start after the blood sample was applied to the test strip. The customer was unable to monitor their blood glucose and experienced symptoms of light-headedness and jitteriness. The customer had contact with a healthcare professional who checked the customer¿s glucose (unspecified result) and administered juice and an unspecified IV was administered for the diagnosis of hyperglycemia. Note; that the treatment of juice is inconsistent with the diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle freedom lite meter and freestyle strips were reviewed and the dhrs showed the freestyle freedom lite meter and freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips, and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.